Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 08-oct-2020, UDI#: (B)(4). Product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 08-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported 3 hours post the index procedure the patient was transferred to the ot with active bleeding. The physician performed exploratory surgery in an attempt to identify the source and ligate the bleed. The femoral and external iliac to the level of the hypo was exposed; however, the source of bleed could not be identified. The physician packed the area and completed the procedure. It was reported the patient expired on the evening of the index procedure. Per the physician the cause of the event is unidentifiable bleeding and commented that the patient had a poor pre-operative medical status.